Event description:
Patient reported left side "observed solid irregular and hyper echogenic accumulations of cotton aspect and pseudo-nodular appearance that suggest an incipient bilateral intraprosthetic degenerative state. Small unspecific axillary lymphadenopathies" and signs of intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side "observed solid irregular and hyper echogenic accumulations of cotton aspect and pseudo-nodular appearance that suggest an incipient bilateral intraprosthetic degenerative state. Small unspecific axillary lymphadenopathies" and signs of intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and lymphadenopathy.

Event description:
Patient reported left side "observed solid irregular and hyper echogenic accumulations of cotton aspect and pseudo-nodular appearance that suggest an incipient bilateral intraprosthetic degenerative state. Small unspecific axillary lymphadenopathies" and signs of intracapsular rupture." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as unidentified (tear) opening. (Shell thickness was within specification). Lymphadenopathy: unable to observe as it is not related to the device. No other observations observed.